Manufacturer narrative:
D9 - date returned to mfg - 9 aug 2024. Investigation summary one (1) used. List #d1000, tego¿ connector was returned for evaluation. As received, damage to the seal of the tego was observed. No mating device was returned for evaluation. The returned tego was connected to a new syringe provided by ICU medical, and no anomalies, issues or disconnection was observed. Complaint of disconnect from syringe cannot be confirmed or replicated. However, the probable cause of the damage observed on the seal is typical due to overtighten and off-center entry. According dfu statement - attach administration device or syringe by pushing straight into tego access device for infusion. When removing, apply the same clockwise turning motion. Do not overtighten. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contacts: (B)(6).

Event description:
The complaint/event involved a tego¿ connector that reportedly fell off a pre-filled syringe upon trying to attach it. The clinician was flushing the patient's line to initiate hemodialysis. Upon trying to reattach the device, it was observed that the tego was completely stripped. The syringe was not overtightened, and it was cleaned properly with alcohol. There was no report of human harm.